Manufacturer narrative:
(B)(4). G2: foreign - event occurred in (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during acetabular cup implantation, the screw threads fractured during insertion. The metal from the screw threads detached, described as snapping off like string. There was no impacts to the patient. Attempts have been made and no further information has been provided.